Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an intermittent power (moisture ingress-keypad) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 10/05/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the power complaint could not be duplicated with investigation. Review of the pump¿s black box revealed an unexplained rebooting event following a replace battery alarm. A battery compartment crack was observed. The returned battery cap was able to secure properly to the pump. The cap¿s contact dimensions were within specification. Leak testing revealed a case leak. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. Moisture was observed on the pump¿s internal components. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.